Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred, however, the pt data was discarded by mistake and they are seeking assistance to obtain retrospective data. Based on the available info, all alarms have been recognized and reported. There was no malfunction and no adverse pt impact of the user error. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred, however, the pt data was discarded by mistake and they are seeking assistance to obtain retrospective data.